Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Device was discarded. Therefore, it is not available for eval and the lot number is not known for retained-product testing and/or DHR review.

Event description:
Dr reported a file separated in canal during procedure. The pt was referred to a specialist for retrieval of the separated piece after an unsuccessful retrieval attempt by the dr. The specialist was also unable to retrieve the separated piece and as a result; the canal was filled with the instrument in-place. There is no report of pt injury.